Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e1(initial reporter). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Since the product was not returned, we were unable to evaluate the device. Therefore, the reported failure cannot be confirmed and cannot determine a root cause.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b7, g3, g6, h6 (component codes), h11. Corrected fields: e1 (event site telephone).

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that while inserting the intra-aortic balloon a trp4046 in the cardiac catheterization lab while assisting a patient treated for ami, the attached gw failed to pass through the catheter shaft during the setup phase, rendering it unusable. After replacing the gw with a terumo radifocus catheter, but the result was the same. The original sheath (7.5fr) that came with the catheter was used, and we planned to insert an iab via the right femoral artery. No signs of kinking or other abnormalities were found in the catheter shaft or gw. This incident did not pose any health risks to the patient.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11. Corrected field: e1(event site email) - please revert it back to blank.

Event description:
N/a.